Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the patient had a revision due to a bone fractured. The lag screw in gamma nail had protruded. Doctor then revised the lag screw.